Event description:
Interlink threaded lock cannula and baxter microbore tubing extension set on central line became loose and/or disconnected resulting in some blood leakage. No injury reported. Incident occurred in nicu.